Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a wide l4-s1 decompression and an interbody fusion at l4-5 and l5-s1 utilizing both anterior and posterior approaches and placing rhbmp-2/acs on multiple levels, mixing rhbmp-2/acs with mastergraft, and using thekan cages. Approximately six months post-op, the patient began experiencing back and left leg pain. Seven months post-op, a MRI showed a fluid collection around the left neuroforamen. Approximatly seventeen months post-op, a follow-up MRI continued to show enhancement with fluid and extensive granulation tissue surrounding the left l5 nerve root and foramen. A CT-scan performed seven years post-op demonstrated mild osseous encroachment of the right neuroforamen at l4-5, as well as mild encroachment bilaterally at l5- s1. The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: the patient was pre-operatively diagnosed with l4-l5, l5-s1 herniated nucleus pulposus with degenerative disc disease and spinal stenosis and underwent the following procedures: l4-s1 wide decompression. L4-s1 anterior and posterior column arthrodesis done through a single posterior incision with posterolateral and interbody arthrodesis. L4-s1 segmental pedicel screw instrumentation. Insertion of interbody cage l4-l5, l5-s1. Use of rhbmp-2. Use of operating microscope. Intraoperative nerve surveillance/pedicle screw testing. Placement of epidural catheters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.